Event description:
It was reported that cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, which successfully resolved the issue, allowing the caller to start their sensor session without further errors.